Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg would not communicate with the charger or programmer. The patient last felt stimulation in early (B)(6) 2018 and the patient programmer displayed an error code. Surgical intervention may be undertaken to address the issue.